Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump was damaged. Customer declined to provide blood glucose, however stated blood glucose is ok. The reservoir compartment lip and ring has a crack. The reservoir is unable to lock in place when inserted into pump. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to backup plan per health care professional¿s instructions. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Unit passed displacement test. No missing retainer or broken reservoir tube lip found. Test reservoir lock properly inside the reservoir tube. Pump received with cracked battery tube threads and cracked case behind the pump near the battery tube compartment.